Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that while the treating surgeon attempted to advance the aquabeam handpiece through the patient's prostate into the bladder and lost visualization. It was reported that the saline irrigation flow was not high enough to assist with visualization the irrigation flow was increased and the physician felt that the tip of the aquabeam handpiece injured the patient's bladder. It was unknown if the bladder was perforated. Aquablation therapy was aborted and a catheter was placed in the patient. Multiple follow-up attempts have been made for additional information; however, to date, no additional details have been provided.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. 8.20 sterile: apply surgical lubricant to aquabeam handpiece shaft. Turn on irrigation and insert the aquabeam handpiece transurethrally, advance 1-2 cm past the bladder neck or median lobe. It was reported that while inserting the aquabeam handpiece, the treating surgeon lost visualization while advancing the aquabeam handpiece through the prostate to the bladder and the aquabeam handpiece tip injured the patient's bladder. It is unknown if the bladder was perforated. It was reported that the difficulty with visualization was due to the irrigation flow not being adequate. Aquablation therapy was aborted and the patient was catheterized. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.